Event description:
It was further reported that target lesion 1 was 40mm long, and was treated with predilatation and placement of 2.5 x 24mm and 3.5x16mm taxus express2 8.8% drug eluting stents with 0% residual stenosis. The taxus stents were overlapping. Target lesion 2 was 26mm long, with 0% residual stenosis after stenting. Several unsuccessful attempts were made to wire and treat the plv branch of the rca. It was noted that this was a complex intervention due to the complexity of the vessel in the plv branch of the rca, which was hard, fibrotic, restenotic and calcified. After balloon dilatation, only 50% patency was achieved. 72 days after discharge, the pt presented to the emergency room with persistent episodes of diarrhea, abdominal pain, vomiting, confusion and elevated temperature of 103.5; systolic blood pressure was 100. The pt was admitted to the ICU for presumptive sepsis of uncertain eitology. The pt's condition worsened with the development of respiratory failure. The pt was intubated and placed on mechanial ventilation in the ICU. 3 days later, the pt underwent CT scan of the abdomen that showed diffuse pancolits and simogioscopy showed pesudo memgranous colitis with few ulcrated areas. The pt was found to have severe c. Difficlie enterocolits. A gastrostomy tube was placed. 22 days later, the pt underwent trachestostomy tube placement for continued respiratory failure. Respiratory status was further complicated with the development of pseudomonas aeruginosa pneumonia that was treated with antibiotic therapy. Gradually, the pt's condition improved mentally and hemodynamically. Gradually, the pt's condition improved mentally and hemodynamically. Pneumonia resolved but pseudomonas remained persistent in his secrections. The pt remained stable and afebrile. 45 days after admission, the pt was discharged awake and alert to a skilled nursing facility. 16 days later, the pt was admitted for aletered mental status after he became unresponsive and obtunded during hemodialysis. The pt developed persistent diarrhea, greenish in color, and a rectal temperature of 104 degrees. The pt was treated for recurrent c. Difficule enteroclits. 12 days later, the pt was transferred to the ICU and placed on dopamine drip for a systolic blood pressue of 50. The pt developed short runs of nonsustained ventricular tachycardia and the dopamine drip was changed to levophed, aminodarone was also initiated. It was noted that the pt's troponin I levels were elevated and cpks were normal. Echocardiogram showed an ejection fraction of 46%. The pt underwent a right arm venogram to evaluate possible right sided-ICD implantation, the pt tolerated the procedure. Following the procedure, the pt developed ventricular tachycardia leading to ventricular fibrillation that was not responsive to resuscitative measures. The pt expired 134 days after the initial procedure.

Event description:
It was further reported that the target vessel was not involved in the pts death.

Event description:
Clinical study: same case as #6000093-2005-00759, #6000093-2005-760. It was reported that 152 days after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 2.5mm 100% stenosed area of a saphenous vein graft (svg) to the distal right coronary artery (dist rca), the physician treated the lesion with predilation and placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. Lesion 2 was a separate 3.5mm, 100%stenosed area of the svg to the dist rca. The physician treated this lesion with predilation and placing a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 3 was another 3.5mm 100% stenosed area of the svg to the dist rca. The physician treated this lesion with predilation and placing a taxus express2 8.8% 3.50x12mm drug eluting stent with a 1mm overlap. The patient was discharged the next day on plavix and aspirin. 152 days after the procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was cardiopulmonary arrest and the target vessel was involved.